Event description:
It was reported that the patient presented remotely via merlin.net in clinic with multiple ventricular noise reversion episodes. The lead was explanted and replaced on (B)(6) 2015. No patient conditions was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.